Event description:
It was reported, the internal neurostimulator had high impedance of greater than 10,000 on electrodes eight through fifteen. It was noted, the lead was not able to get all the way into the battery. It was reported, the set screw in the connector block was checked to make sure it wasn¿t obstructing progress. It was noted a second generator was used and everything worked correctly. It was reported there were no patient symptoms associated with the event.

Manufacturer narrative:
Analysis if the implantable neurostimulator (ins), serial # (B)(4), revealed no anomaly. It was noted it failed functional testing due to dirty connector ports. They were re-cleaned prior to retesting and the ins passed functional testing.

Manufacturer narrative:
(B)(4).